Event description:
It was reported to boston scientific corporation that a resolution clip device was use during an esophagogastroduodenoscopy (egd) procedure in the stomach on (B)(6) 2013. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip would not release from the catheter to deploy. The clip was able to be reopened and the device was removed from the patient. Another resolution clip was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as being fine. Note: investigation results revealed the clip was mashed onto the bushing.

Manufacturer narrative:
(B)(4) for the investigation result of clip failed to release from catheter. (B)(4) for the investigation result of clip mashed onto the bushing. A visual examination of the returned device noted that the clip assembly was mashed onto the bushing and the clip assembly could not be deployed. The prongs could not be opened and were locked into the capsule. The oversheath assembly was not returned. Given the event description and condition of the returned device, a definitive root cause could not be determined. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.